Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 405 mg/dl. Customer declined to do troubleshooting for no delivery alarm. Customer stated that she will change out the set of the patient and will call back if a problem persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.